Manufacturer narrative:
There was no adverse event associated with this complaint. The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
On (B)(6) 2011, the pt contacted animas in response to email received regarding field correction for leaking cartridges. The pt reported that on 2 or 3 occasions she has obtained unexplained high bg readings in the 300-400 mg/dl range with no associated signs or symptoms of a high bg. The pt's reported bg readings do not meet animas' criteria for a serious injury. The pt claimed when she obtained the high bg readings she disconnected from pump, primed tubing reconnected and bolused for high bg. The pt reported that at the time of the high bg readings she was using one of the affected cartridge lot numbers. The pt felt that the high bg readings were as a result of the pump not alarming an occlusion was detected when it should have due to alleged issue. The pt also reported seeing an increase in the number of air bubbles in cartridge with the lot # she is reporting.